Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed, and the reported 32099 error was confirmed and replicated. In remote fe, the 32099 error was found indicating an arm fault reaction logic (frl) was hit because of a half-bridge error on the axes control motor (acm) printed circuit assembly (pca), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the 32099 error was triggered indicating a fault on the acm pca, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where usm fault check failed with a 32099 error on the acm pca. Once testing was completed, the acm pca was aba (applied behavior analysis) tested and was verified to be the source of the fault. The probable root cause is attributed to the acm pca. This issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported a 32099-error occurred on universal surgical manipulator (usm) 1. Prior to contacting tse, the customer attempted to clear the error, but the issue remained unresolved. The caller mentioned that the surgeon could continue using the system with usm 1 disabled. The procedure was completing as planned with no reported injury.